Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an over infusion. There was no patient harm. Although requested, no patient information was provided.

Manufacturer narrative:
Additional information added to: b5, b3

Event description:
It was reported that the device was programmed to infuse an unspecified fluid for four hours. A short time later, the nurse was called back because the infusion had completed and the pump was alarming. There was no patient impact. The pc units had two pump modules attached and it was uncertain as to which pump module was involved in the event.

Manufacturer narrative:
Suspect determined to be 8100 lvp s/n (B)(6). The report of an over infusion was not confirmed. The review of the pcu event log identified an infusion of mag sulfate (drug ID (B)(4)) with a duration of 4 hours. There were no obvious programming errors. Testing performed on the source pump module found the device delivering IV fluids in specifications. Log analysis results: the review of the pcu error log found no errors or malfunctions on the reported incident date. The pcu event log identified the medication mag sulfate (drug ID (B)(4)) was programmed on pump module s/n (B)(6), on (B)(6) 2020 at 7:49 am. The log shows the programmed infusion rate was 25ml/hr with a vtbi of 100ml for an infusion duration of 4 hours. The logs record the pump alarms for ¿air in line¿ at 8:20 am. Approximately 6 minutes later the user pauses the infusion. At 8:28 am, the user restarts the infusion. The pump then alarms for ¿check IV set¿. The pump remains in an alarm stated until the device is channeled of approximately 14 seconds later. The total volume infused is 12.73ml. Test results: rate accuracy testing was performed on the source pump module. The device was found infusing IV fluids in specification. During testing there were no observations of unregulated flow. The root cause of the reported over infusion was not identified. Device history review: review of the source pump module s/n (B)(6) service history record showed the device had a manufacture date of 27aug2019 a review of the device service history record was performed beginning from the date of manufacture to the present date 11sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the device was programmed to infuse an unspecified fluid for four hours. A short time later, the nurse was called back because the infusion had completed and the pump was alarming. There was no patient impact. The pc units had two pump modules attached and it was uncertain as to which pump module was involved in the event.